Event description:
Customer reported that the screen of the insulin pump went blank without any message before. Customer mentioned that the batteries are only lasting two days. Through troubleshooting and insertion of a new battery the display did return. Self test was performed and passed. Customer's blood glucose reading was reported to be under 200 mg/dl. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No blank display was noted. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip, and missing end end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.